Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to helix inability to affix to the ventricle. The left ventricular (lv) lead was also attempted but not used due to patient anatomy causing placement difficulty. No patient complications have been reported as a result of this event.